Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a procedure involving implantation of a pacemaker, a wire included in the micropuncture transitionless access set separated in the patient. The device was used to puncture the subclavian vein, and resistance was reported as the wire was advanced through the puncture needle. The wire guide separated and remained in the body. The retained wire segment remains around the subclavian vein. Reportedly, the wire has not been removed, as imaging found no particular problem.the intended procedure was completed. Resistance was also reported during use of another manufacturer's sheath and pacemaker leads. There was no damage to the package. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned mpis-401-nt-u-sst used to cook for investigation. Physical examination of the returned device showed: one used wire received. The coiled end was completely unraveled with the distal solder missing. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿precautions when inserting, manipulating or withdrawing a device through an introducer, always maintain position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded patient anatomy contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Additional information: see b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 24feb2021. The retained wire segment remains around the subclavian vein. Reportedly, the wire has not been removed, as imaging found no particular problem.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving implantation of a pacemaker, a wire included in the micropuncture transitionless access set separated in the patient. The device was used to puncture the subclavian vein, and resistance was reported as the wire was advanced through the puncture needle. The wire guide separated and remained in the body. It is unknown if the separated portion of the device was located inside or outside of the subclavian vein. Because it was difficult to remove the separated portion of the wire during the procedure, a follow-up was "chosen". The intended procedure was completed. Resistance was also reported during use of another manufacturer's sheath and pacemaker leads. There was no damage to the package. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Hospitalization was not prolonged.